Manufacturer narrative:
Initial reporter email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) ECG not reading/triggering. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields: h8 a getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported issue. All ECG gain checks passed with a patient simulator. All functional and safety checks performed.

Event description:
N/a